Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in a vessel in the forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different balloon. There were no patient complications reported and the patient was good post procedure.